Manufacturer narrative:
As reported via the (B)(4) registry the patient experienced an ischemic stroke during post-dilation of the stent. At the time of the index procedure, angiography revealed 70% stenosis of the left proximal internal carotid artery. The lesion was 15mm in length, eccentric and moderately calcified. The reference vessel was 6mm in diameter with severe tortuosity and a type ii arch. The patient had a prior transient ischemic attack (tia) with weakness on the right prior to the procedure, however the rankin and nih stroke scale scores were 0. An angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated followed by implantation of an 8.0 x 30mm precise pro rx. During post-dilation with a 5mm aviator plus balloon, the patient experienced sudden onset of an ischemic stroke. The symptoms of the stroke included expressive aphasia, reflex change, and right hemiparesis. The patient had a partial recovery with minor residual. There was no debris in the angioguard basket when the device was retrieved. The patient was discharged to a rehabilitation facility approximately five days after the index procedure with nih stroke scale score and rankin score of 3. According to the investigator, the stroke was related to the index procedure and not cordis product. The patient's medical history includes clinical copd, abnormal stress test, history of smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and transient ischemic attack (tia). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event, therefore, no corrective action will be taken. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00031, 1016427-2011-00013 and 9616099-2011-00095.

Manufacturer narrative:
The patient was discharged to a rehabilitation facility approximately five days after the index procedure with nih stroke scale score and rankin score of 3. According to the investigator, the stroke was related to the index procedure and not cordis product. Concomitant products/medications: 6mm angioguard, 5mm aviator plus, aspirin, clopidogrel, heparin. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9610978-2011-00031, 1016427-2011-00013 and 9616099-2011-00095. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, an angioguard rx did not track to the lesion and the patient experienced an ischemic stroke during post-dilation of the stent. At the time of the index procedure, angiography revealed 70% stenosis of the left proximal internal carotid artery. The lesion was 15mm in length, eccentric and moderately calcified. The reference vessel was 6mm in diameter with severe tortuosity and a type ii arch. The patient had a prior transient ischemic attack (tia) with weakness on the right prior to the procedure, however the rankin and nih stroke scale scores were 0. An initial 6mm angioguard rx was unable to track to the lesion, and was removed without injury to the patient. A second 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion. During post-dilation with a 5mm aviator plus balloon (lot number unknown) at 8atm, the patient experienced the sudden onset of an ischemic stroke. The symptoms of the stroke included expressive aphasia, reflex change, and right hemiparesis. The patient had a partial recovery with minor residual. There was no debris in the angioguard basket when the device was retrieved.